Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd nexiva¿ closed IV catheter system had to be replaced on the patient three times due to leakage. The following information was provided by the initial reporter: "over the past several weeks we have had several of the nexeva pivs leaking on several different patients. We have had to replace (poke) people unnecessarily related to these piv issues resulting in upset patients. Oftentimes the IV that was replaced the night before will be leaking by the next shift/night (less than 24 hrs after insertion). I will select the pt whose piv has been replaced 3x in the last 3 days, although he is one of many."